Manufacturer narrative:
Common device name: cure ultra® ready-to-use catheter for women. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by product end user to product distributor that when she used the catheter she "spotted" blood on the catheter during catheterization. The end user reports she developed a urinary tract infection which she attributes to the catheter. Per the end user her urine became "cloudy and odorous and she had a burning sensation to the urethra". End user states her healthcare provider did a urinalysis and culture and was "positive for infection". The end user was prescribed "cipro", she reports her symptoms resolved. There was no known malfunction reported for the cause of infection. No photographs or laboratory documentation depicting the reported complaint issue. Lot unknown.